Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on-site by our field service engineer (fse). The ventilator failed internal leakage test during pre-use check. The reported problem was solved by replacing the expiratory channel printed circuit board and the pressure transducer printed circuit boards. The device logs were not received and no parts have been returned for investigation. No investigation has been possible, therefore the root cause of the reported event has not been determined.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturers ref#: (B)(4).